Event description:
Patient returned to the clinic 22 post miradry treatment performed (B)(6) 2025, with a wound in her left axilla reportedly developed from a blister appearing 2 days post treatment. The wound was not infected and appeared to be healing. The wound was cauterized and treated with antibiotic ointment. No further follow up is expected.